Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Reportedly, there was visible damage to the pump's usb port. The customer's blood glucose (bg) level was 187 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.